Manufacturer narrative:
On 9/16/2019, during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 300cc and experienced bilateral capsular contracture baker grade iii. As a result, the patient will undergo explantation on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On 8/20/2019, tracking #(B)(4) has been provided. However, according with fedex website, the device has not been returned to mentor for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/5/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 600cc. It was reported that capsular contracture created a pseudoptosis and unaesthetic breasts. Manufacturer¿s reference number: (B)(4).